Manufacturer narrative:
Plant investigation: the customer reported samples were available for return for evaluation, however as of 11/12/2020 no samples were returned. Samples are not needed to confirm the allegation. A sample retain was tested through a special test request and found to be within specifications. Through other complaint allegations of the same issue for lots 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the (B)(4) laboratories. And results were found to be conflicting. Due to the conflicting results found between the laboratories, the (B)(4) test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20nxac013 did not meet release specifications and the allegation conductivity low was confirmed. A product history review was performed. A review of the complaint management system on 11/19/2020 identified 6 additional reported event for lot no. 20nxac013 related to conductivity issues. A review of the product inventory records for lot no. 20nxac013 indicated that (B)(4) cases of finished product were manufactured on 10/7/20 for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20nxac013 met release specifications. In conclusion, 20nxac013 release testing was found to be compromised due to the deficient test method. A non-conformance was already opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.

Event description:
A hemodialysis (hd) clinic facility administrator reported to fresenius customer service that a lot of naturalyte had low conductivity. The facility administrator stated they had 8 cases of the effected lot. Additional information was requested however to date has not been provided.